Event description:
Same case as MDR ID: 2134265-2012-06423. It was reported that during a percutaneous transluminal coronary angioplasty procedure a balloon rupture, vessel dissection, air embolism, hypotension, cardiogenic shock occurred and following stent deployment slow flow occurred. Three target lesions were identified; a severe lesion in the right coronary and left circumflex (lcx) arteries, and a mild lesion in the left anterior descending artery. The not totally occluded target lesion being treated was located in the left circumflex. A 2.00x20mm maverick2 balloon catheter was advanced to the lcx and inflated when a balloon rupture occurred. Air embolism in the lcx was diagnosed and the patient experienced hypotension and cardiogenic shock. Two ampoules of adrenaline were administered, along with immediate intubation and mechanical ventilation. Angiography revealed a type e dissection in the lcx. Another 2.00x20mm unspecified balloon catheter was advanced to the lesion and inflated to 12 atm resulting in 20% residual lesion and good angiographic results. Another round of dilation was performed and a 2.75x20mm liberte stent deployed at 16 atm. Slow flow in the coronary artery was then observed. Adenosine and nitroglycerin were administered, reversing the slow flow. Angiography was again performed, showing less than 5% residual lesion and an excellent angiographic outcome. The event was considered resolved. No further patient complications were reported and the patient is in good health conditions.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).